Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The anatomy was reportedly challenging and eight recaptures of the closure device were needed. During a full recapture of the closure device, a thrombus was observed on the side the implant via transesophageal echocardiogram (tee). The closure device and thrombus were both successfully recaptured and removed from the patient and the procedure was discontinued. The patient remained hospitalized overnight under physician supervision and was discharged one day post procedure.